Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to determine whether or not there were any gross visual defects that would contribute to the complaint condition. It was observed that the jaw to shaft pin was broken. To test the functionality of the device, the jaw was closed onto a rubber strip and it was observed that the jaw did not close properly onto the strip. The jaw was able to be pushed side to side. It is possible that the user twisted or levered the device while the jaw was clamped onto a piece of tissue, which would place stress on the jaw and would cause the jaw to shaft pin to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via phone that the jaw of the expressew iii w/hook did not close very well. The needle could not be deployed. The product was changed with another one to complete the procedure. There was no patient involvement.